Event description:
Customer reported a set was found leaking and that no specific patient or event details are available. There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report of set leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.